Event description:
The user saw the surgeon on the (B)(6) 2021 for significant pain overlying the implant site both with and without external device on her head. The pain was first reported on the (B)(6) 2021 as the user was not able to wear the device due to pain for one week prior to this. The pain was worse with use of the device and was described as a physical pain. The performance with the device has been poor. Re-implantation was performed on the (B)(6) 2021 and the concerned device was found with 3 extra-cochlear channels. Migration of the 3 most basal channels had been suggested by imaging as well. The reported reason for the revision surgery was pain and inability to wear the device; however, the explant report form indicates as reason for explantation the device extrusion from the cochlea. Reportedly, it is theorized that the migration of the electrode may be causing the pain.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the received information the device was explanted due to pain at the implant site. During removal surgery three channels were found to be extra cochlea, which was indicated as the possible reason for the reported symptoms. Considering that the pain was more severe when the device was in use, an explanation could be the stimulation of the tympanic plexus by the most basal migrated channels. Also, as pain was present with and without the audio processor on, user related issues e.g. Sensitivity might have contributed, although no specific medical concern was reported. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user saw the surgeon on 22-jan-2021 for significant pain overlying the implant site both with and without external device on her head. The pain was first reported on 19-jan-2021 as the user was not able to wear the device due to pain for one week prior to this. The pain is worse with use of the device. The performance with the device has been poor but the reason for the revision surgery is the pain and inability to wear the device. Reportedly, the performance with the device at 9 months post implantation is better than pre-operatively with hearing aid. As english is not her first language, this may be influencing sound field test results to some extent. No accident or trauma has been reported and no abnormal anatomy was reported. Reportedly, the housing has shifted lower in the pocket post-operatively.